Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had a mentor smooth round moderate plus profile 300cc and mentor smooth round moderate plus profile 325cc saline prosthesis implanted in (B)(6) 2012 and experienced difficulties post procedure. Within a month of implantation asthma, pneumonia, bronchitis, food allergies and swollen lymph nodes in the left armpit were noted. Additionally, a reduction in kidney function and missed menstrual cycles occurred. From 2013 to 2018 blood flow problems and shingles near the left breast were present. In 2017 the following symptoms were reported to have worsened until the device was explanted: joint pain, soreness, hair loss, eczema, ringing in the ears, seeing stars, dizziness, dehydration, constantly peeing orange frothy urine, heart palpitations, high blood pressure, night sweats, burning and pain in the breast area to armpit, foul body odor, frequent urination, and a choking sensation with breathing problems. See 1645337-2019-10011 for contralateral prosthesis report.